Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for routine generator change. Prior to procedure, the implantable cardioverter defibrillator could not be interrogated. It was suspected that the device exhibited premature battery depletion. The device was explanted and replaced successfully. The patient was in stable condition throughout the event.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery.